Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The physician alleges that the dissection was likely due to the placement of the stent.

Event description:
During the procedure, after oct was performed, there was a focal area in the proximal stented segment that appeared to be an edge dissection. The area was stented with no patient consequences. (B)(6). No additional information is available.